Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic angiogram procedure. Reportedly, the first proglide was attempted but a cuff miss occurred. The first proglide was removed from the patient. A second proglide was attempted, the needles were deployed and the foot was parked; the physician attempted to remove the proglide device, but during this attempt he was able to pull back the device a bit and then it stopped, he could not retract the device any further. The guide wire exit port was visible at the skin line, and the physician re-inserted a guide wire. The physician advanced a bit the device into the arteriotomy and re-activated the lever. After this the device was able to be removed from the groin. As a coronary procedure was going to follow the angiography, the physician decided to leave a 6fr sheath in place to control the groin bleeding. The sheath was removed later that night and the interventional procedure was performed. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide is being filed under a separate medwatch report number.